Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a novum iq large volume pump did not function properly; further described as, "when you push on the 5 registered 85, the 7 registered 74, the 6 registered 96". This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. During functional testing, the device was turned on and after the boot sequence, the language was unable to change from french to english due to a keypad issue. The keypad was replaced with a good in-lab keypad; the language was updated and used further with no issues. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the issue was a defective keypad. The front panel requires replacement to resolve the issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.